Manufacturer narrative:
Conclusion and justification status: the complaint states the insert (item no: 158113008, lot no: d16021970) was distorted and could not be implanted. Another insert (10mm: unknown item & lot number), which was to be found suitable and had acceptable motion range, was used instead. A complaint database search did not identify any anomalies. The returned device was transferred to the manufacturing site for investigation in (B)(4) which states; visual review was conducted on the returned sample. The part was obviously distorted on the snap lip. After cmm inspection by finish good released programing on the returned parts (the damaged area are not included), the result met specification. However the part passed 100% cosmetic inspection before packing in production. No other product from this lot was available to pull and assess. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The insert was distorted and could not be implanted. Another insert which was to be found suitable and had acceptable motion range, was used instead. There was no adverse consequence to the patient.